Event description:
Medwatch (B)(4) was received on 09 feb 2016 with the following information: on (B)(6) 2015 the patient ambulated to the bathroom with the lumbar drain. The lumbar drain was placed to drain csf fluid and had been implanted on (B)(6) 2015. A nurse noticed that the catheter was disconnected from the drainage system. It was unknown how the catheter was secured to the patient and if ligatures were used. The drain was immediately clamped and it appeared that only a few drops of cerebrospinal fluid (csf) drained out prior to clamping the catheter. The patient had no apparent adverse effects.

Manufacturer narrative:
Integra has completed their internal investigation on 12 apr 2016. The investigation included: methods: evaluation of actual device. Review of complaint history. Results: evaluation of device: sample for failure analysis (fa) was received on 05 apr 2016. A piece of catheter tubing of approximately 13.6 cm and a connector attached to stopcock were received. A piece of catheter of about 3.5 mm was still attached to the connector. The stopcock female luer is deformed as is excessive force or heat had been applied to it. Also, a white substance similar to adhesive can be noticed on the connector and catheter. These findings support the initial conclusion regarding the system being used off-label. It appears that the catheter broke at the connector. No trend has been identified. Conclusion: the findings support the conclusion regarding the system being used off-label. It appears that the catheter broke at the connector. There has been a series of complaints from (B)(6) related to disconnection. An integra¿s team met with institution staff to work together in this matter. Provided education material, although the device used in the education was a (B)(4) instead of (B)(4). From these meetings it was also learned that the (B)(6) uses a mechanical device that is an off label use to drain csf from the lumbar catheter.